Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the basket on a ntrap stone entrapment and extraction device was found not being able to close properly during a ursl procedure. The ntrap stone entrapment and extraction device was placed through the working channel of a semi-rigid ureteroscope. After the placing and opening of the basket, the scope was removed by a back loading motion. The scope was then introduced again to the patent¿s ureter and started lithotripsy by holmium laser. The ntrap stone entrapment and extraction device was then found not capable of closing. The opened basket was then pulled out from the patient's ureter under endoscopic view. The nitinol sheath near the tip was found to be "kicked" resulting in the basket not being able to close. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation / investigation. A visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications was performed. One device was returned for investigation. A functional test determined the device will not actuate. A visual examination noted the basket sheath has a severe kink 1 cm from the distal tip and the basket sheath is bent over 2.2 cm from the distal tip. The device appears to have been damaged by an instrument of unknown origin. The device history record was reviewed and noted there were no non-conformance issues related to the reported failure mode. A review of complaints history revealed this complaint is the only one associated with lot number 8334541. The instructions for use (IFU) advises: due to the asymmetric nature of the ntrap, do not torque or rotate the device in vivo. Note: when using laser or electrohydraulic lithotripsy, a gap of at least 1 cm should be maintained between the stone and the ntrap to prevent device damage. It may be necessary to gently advance the basket to release any remaining stone fragments prior to closing. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complaint device was found to have a non-functioning basket due to sheath damage. Devices are inspected for damage and functionality prior to packaging. The IFU contains multiple cautions about manipulating the device to prevent damage. The observed damage likely occurred during use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation / investigation. A visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications was performed. One device was returned for investigation. A functional test determined the device will not actuate. A visual examination noted the basket sheath has a severe kink 1 cm from the distal tip and the basket sheath is bent over 2.2 cm from the distal tip. The device appears to have been damaged by an instrument of unknown origin. The device history record was reviewed and noted there were no non-conformance issues related to the reported failure mode. A review of complaints history revealed this complaint is the only one associated with lot number 8334541. The instructions for use (IFU) advises: due to the asymmetric nature of the ntrap, do not torque or rotate the device in vivo. Note: when using laser or electrohydraulic lithotripsy, a gap of at least 1 cm should be maintained between the stone and the ntrap to prevent device damage. It may be necessary to gently advance the basket to release any remaining stone fragments prior to closing. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complaint device was found to have a non-functioning basket due to sheath damage. Devices are inspected for damage and functionality prior to packaging. The IFU contains multiple cautions about manipulating the device to prevent damage. The observed damage likely occurred during use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.